Manufacturer narrative:
Section a- patient date of birth, patient identifier- unknown section d- serial number, lot, date of manufacturer all unknown. H4- unknown . Date of event is estimated.

Event description:
It was reported that the patient experienced infective stimulation due to lead migration. Migration was confirmed via imaging. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.